Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from january 29, 2020 - january 30, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and found to be within the product specification range. Based on the functional flow test result, the folfusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused during patient infusion. The device had been filled with 3456mg 5-fluorouracil and 130ml 0.9% sodium chloride. It was further reported that the pump did not run for the full 48 hours and the residual volume was too large. There was no report of patient injury or medical intervention associated with this event. No additional information is available.